Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the longevity of the battery decreased from 59% to 8% in a year time period. Data analysis has not been send yet and evidence suggest that data analysis has not been performed because they will need the data from patient. Although technical services (ts) discussed and recommended device replacement within 21 days if the device reach eri already. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the longevity of the battery decreased from 59% to 8% in a year time period. Data analysis has not been send yet and evidence suggest that data analysis has not been performed because they will need the data from patient. Although technical services (ts) discussed and recommended device replacement within 21 days if the device reach eri already. The device was already explanted and analysis is expected. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the longevity of the battery decreased from 59% to 8% in a year time period. Data analysis has not been send yet and evidence suggest that data analysis has not been performed because they will need the data from patient. Although technical services (ts) discussed and recommended device replacement within 21 days if the device reach eri already. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.